Event description:
It was reported that the pump's elective replacement indicator message appeared 19 months after implantation. Pump logs recommended scheduling replacement within the next 3 months. The hcp reported that the pt had no symptoms and there was no injury associated with the event. Replacement of the pump was pending. The pump was used to deliver morphine sulfate. A follow-up report will be submitted if additional info becomes available.